Manufacturer narrative:
B3 date and g4 are unknown. One device was received for investigation. During visual inspection, the downstream occlusion seal (dso) was observed to be damaged. The reported issue was confirmed during functional testing when the reported battery issue was reproduced. The investigation traced the issue to the device battery, which was determined to be dead. However, no root cause could be determined for this condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device dso sensor was replaced.

Event description:
It was stated that the device had battery power issues. Patient involvement or adverse event is unknown.